Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported poor communication screen on their patient programmer and that they have been receiving therapeutic ultrasound since (B)(6) 2017. Patient also reported lack of stimulation sensation and that they have been peeing more. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on january 24th reported the stimulator did not response and appeared dead. The patient stated the healthcare professional (hcp) check and got some results, no response possible the battery was dead. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they had not seen the patient since (B)(6) 2017 and noted that at that time the patient was doing well. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported by the patient that they had suspected their ins was dead for an unknown amount of time. The patient reported their hcp checked the ins battery in (B)(6) of 2018 and confirmed that yes, it was depleted in battery. The patient reported the hcp already tested the ins and that they were working with their hcp. The patient also noted in regards to their therapeutic ultrasound, that it was on their ankle every day for 6 weeks. There were no further complications reported/anticipated.